Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with netilmicin 50 mg (route and duration not reported) in alternating bags with teicoplanin 400 mg (route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Patient recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported on an unreported date the patient¿s peritoneal effluent was clear and the patient was "doing well". At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.